Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes & investigation conclusions). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the "d004-00-0093" - tube assy, pressure , "d004-00-0092" - tube assy,vacuum , "d119-00-0236" - compressor, scroll , "d997-00-1178" - pneumatic module assy, rohs , "d103-00-0631" - muffler,1/8 npt , "d103-00-0499" - muffler <100 micron (compressor , filters and hoses) . After the replacement fse had performed the full calibration and tested the unit. The product had passed all the functional/safety testing. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: (B)(4) rev. B, sn: (B)(6) dtech , (B)(4), sn: (B)(6). Parts were received with a reported failure of a system overtempt message. The fat performed a visual inspection and found the parts to be in good condition. The fat installed (B)(4) in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure confirmed. The fat installed (B)(4) in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure confirmed. The fat installed (B)(4) in cardiosave test fixture serial number: (B)(4) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure confirmed. The fat installed (B)(4) in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Aq. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient by the customer, the cardiosave intra-aortic balloon pump (iabp) had a system overheat message. There was no harm reported.